Event description:
It was reported that the device could not reach pressure and would not turn off. The facility discontinued using the device and discarded approximately 200 cc of blood. No pre-donate or bagged blood was required.

Manufacturer narrative:
The device was not returned for evaluation therefore the complaint could not be confirmed.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned to the manufacturer for evaluation

Event description:
It was reported that the device could not reach pressure and would not turn off. The facility discontinued using the device and discarded approximately 200 cc of blood. No pre-donate or bagged blood was required.

Manufacturer narrative:
The unit was not available to manufacturer for evaluation. Therefore the claimed no vacuum condition could not be confirmed.

Event description:
It was reported that the device could not reach pressure and would not turn off. The facility discontinued using the device and discarded approximately 200 cc of blood. No pre-donate or bagged blood was required.